Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of approximately 480 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip, and was released from the ER 32 hours later. Upon being released from the ER, customer¿s bg level was approximately 100 mg/dl, and customer ¿was feeling better.¿ reportedly, the pump supplies were changed to address the reported occlusions.